Event description:
This was a lead extraction case to remove 3 leads because of a system infection. The leads were prepped with lld-ezs. The rv ICD (6949) and ra pacing (1688) leads were removed successfully using a 14 fr. Glidelight. The physician began lasing the lv (4193) lead with a 12 fr. Glidelight. There was minimal resistance until the sheath was in the ra. At that time, a pericardial effusion was noted on tee. The CT surgeon was called, a sternotomy was performed, and a tear was repaired at the svc/atrial junction. The 3rd lead was removed manually by the surgeon the patient did well and was recovering after the procedure.